Event description:
Staff exposure resulted in need to perform rapid antigen test on bd veritor. Tested 'dly' due to room mate positive antigen test; (B)(6) 2020 negative; (B)(6) negative; (B)(6) positive result. Pcr test (B)(6) and (B)(6) negative results. Positive antigen resulted in resident being placed in covid-19 unit; negative for symptoms.